Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for pelvic fracture. During the surgery, the drill bit broke. The fragment was remained in the patient. The surgery was completed. The patient outcome was stable. No further information is available. This complaint involves two (2) devices. This report is for (1) drill bit ø3.5 l195/170 2flute. This report is 1 of 2 for (B)(4).